Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, a right side rupture. Healthcare professional, later reported, "patient's concern with the product". Device has been explanted.

Event description:
Healthcare professional later reported "patient's concern with the product". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported "rupture". Healthcare professional later reported "patient's concern with the product". This record is for the right side. Device has been explanted.